Event description:
It was reported to boston scientific that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, when the physician tried to throw the mesh leg through the right sacrospinous ligament, it got stuck. The physician used his finger to split the leg to get it through, and it still would not move. The dilator tube then snapped into two pieces. The suture end with the attached bullet had already been pulled through the ligament and was outside the patient's body, so nothing detached inside the patient. The physician then pulled on the remaining part of the dilator, and it broke into two pieces outside the patient's body. The physician pulled the mesh leg out of the ligament, removed the plastic sheath, tired a capio suture to the leg and tried to throw it through the ligament, but the suture broke. The physician removed the pinnacle device from the patient and completed the procedure with another pinnacle, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).